Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Approximate age of device - 161 days: corrected information. The investigation did not confirm the report that the system controller was unable to recognize an external power source. During the analysis using the equipment in our laboratory, the system controller was found to function as intended. The manufacturer¿s investigation was however able to confirm the report of a vertical line on the system controller¿s lcd screen. Exchanging the lcd screen and board resolved the issue. It should be noted that the line in the lcd did not affect the system controller's ability to operate the test pump at the set speed. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt underwent a system controller change. Even though the system controller was connected to the power module, it was running on the internal power source. The system controller was taken to the hospital lab and connected to a mock loop and found that the system controller was disconnected from the external power source and multiple pump stops within the history log were noted. The system controller was reported to be working properly in the lab. Also noted was a line of pixels that were damaged on the screen.